Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Impella cp with smart assist system section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿. "Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.".

Event description:
The user facility reported a 36-year-old female with myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The patient lost distal pulses, so out of concern for ischemia, the medical staff removed the impella cp. During the explant, the patient had increased aspartate aminotransferase, and there was a concern for hemolysis. The pump was found to be under the mitral valve. When the pump was removed, a thrombus was discovered. The patient survived the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. H.10 inadvertently mentioned the device was not returned on the previous manufacture device report and the device was discarded.

Manufacturer narrative:
The investigation for the reported thrombus, hemolysis, positioning, and limb ischemia has been completed. The impella device was not returned for evaluation. Data logs were reviewed finding no positioning issue observed. No motor current spikes occurred. No indication for hemolysis can be confirmed. The cause of the positioning issue most likely use related due to improper technique as echo showed impella under mitral valve. The root cause of the limb ischemia and the thrombus could not be determined.